Manufacturer narrative:
(B)(4). Mesh exposure. Gastrointestinal symptomatology occured. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-01376. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a gynecological procedure to treat rectocele and vault prolapse on (B)(6) 2007 and an obturator sling was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. On (B)(6) 2007, the patient underwent a reapproximation of a posterior colporrhaphy and perineorrhaphy to repair mesh exposure at the introitus opening from a posterior colporrhaphy. On (B)(6) 2011 the patient was diagnosed with mesh eroding through the posterior wall of the vagina, but the physician recommended no further urologic intervention. The patient saw another physician in (B)(6) 2011 complaining of continued pain and on (B)(6) 2011, eroded mesh was removed. The patient currently continues to experience symptoms of pelvic pain, leg pain, urinary leakage and incontinence, abdominal distention, abdominal pain, sciatic pain and gastrointestinal symptomatology. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007, and a mesh was implanted. It was reported that following insertion the patient experienced vaginal mesh exposure, hematuria, repeated utis, extrusion, urinary/bowel problems, and emotional distress. It was reported that the patient died in 2013. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that mesh was implanted along with concurrent hysterectomy due to vaginal prolapse.